Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve, implanted in the aortic position, has been placed under consideration for a valve-in-valve after an implant duration of 6 years 10 months due to stenosis.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, g3, g6, h2, h6 (component code, type of investigation, investigation findings, investigation conclusion) regurgitation identified post-procedurally has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Regurgitation occurring during device implantation or post-procedurally is most commonly related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing non-conformance. The most likely root cause is patient-related factors, including hyperlipidemia (hld). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, b7, e1 (contact), g3, g6, h2, h6 (clinical code).

Event description:
It was reported that a patient with a 23mm 3300tfx valve in the aortic position, has been placed under evaluation for a valve-in-valve procedure after an implant duration of six (6) years and ten (10) months due to severe regurgitation and mild stenosis. The patient presented with heart failure, dizziness, and doe. The tavr procedure has not been scheduled.